Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, the upper part of the seam pulled apart causing the specimen to come out of the bag, when being pulled out. The case was completed at that point. Once the appendix was out, the team proceeded with the closing process. There was no patient injury.